Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes". The patient's medical history included obesity, unspecified, menometrorrhagia and tubal ligation. Plaintiff undergone essure confirmation test was unknown. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometrial hyperplasia ("regenerating endometrium"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), cervicitis ("mild chronic cervicitis"), uterine enlargement ("uterine myometrial hypertrophy"), migraine ("migraine/headaches") and adnexa uteri pain ("pain: ovary area") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial thermal ablation and salpingectomy (bilateral),hysterectomy (partial)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, abdominal pain, dysmenorrhoea, migraine, weight increased and adnexa uteri pain outcome was unknown and the endometrial hyperplasia, cervicitis and uterine enlargement had resolved. The reporter considered abdominal pain, adnexa uteri pain, cervicitis, dysmenorrhoea, endometrial hyperplasia, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine enlargement, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 200 lbs plaintiff received treatment for pain, bleeding, mild chronic cervicitis, regenerating endometrium, uterine myometrial hypertrophy". Surgical pathology: mild chronic cervicitis. Regenerating endometrium, scant. Uterine myometrial hypertrophy (uterus gross weight 129 grams). Uterus serosal adhesions, focal. Bilateral fallopian tubes with mild chronic reactive changes. Bilateral intrauterine fallopian tube occlusion devices. No evidence of endometrial hyperplasia is identified. -it was reported after hysterectomy symptoms resolved quickly. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Ultrasound pelvis - on (B)(6) 2009: borderline uterine enlargement. Heterogeneous appearance to the uterus is nonspecific but could reflect diffuse fibroid change. Probable endometrial cysts. Prominence of the periuterine vasculature, nonspecific. Small amount of fluid within the pelvis. Hyperechoic nodule right ovary. The appearance would favor probable benign etiology. This could reflect an involuting cyst. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, abdominal pain, dysmenorrhea, migraine and vaginal bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: plaintiff fact sheet and medial record received. Events¿ abnormal bleeding (vaginal, menorrhagia); migraine/headaches; weight gain, pain: ovary area and failure to occlude fallopian tubes were added. Reporter information, demographics were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff undergone essure confirmation test was unknown. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage (seriousness criterion medically significant), cervicitis ("mild chronic cervicitis"), endometrial hyperplasia ("regenerating endometrium") and uterine enlargement ("uterine myometrial hypertrophy"). The patient was treated with surgery (salpingectomy (bilateral),hysterectomy (partial)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and genital haemorrhage outcome was unknown and the cervicitis, endometrial hyperplasia and uterine enlargement had resolved. The reporter considered abdominal pain, cervicitis, dysmenorrhoea, endometrial hyperplasia, genital haemorrhage, pelvic pain and uterine enlargement to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, mild chronic cervicitis, regenerating endometrium, uterine myometrial hypertrophy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporters information updated. Event: injury were updated to pelvic pain. New events:abdominal pain, dysmenorrhea (cramping), chronic pain ,general abnormal bleed ,chronic cervicitis, regenerating endometrium, uterine myometrial hypertrophy were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes". The patient's medical history included obesity, unspecified, menometrorrhagia and tubal ligation. Plaintiff undergone essure confirmation test was unknown. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometrial hyperplasia ("regenerating endometrium"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), cervicitis ("mild chronic cervicitis"), uterine enlargement ("uterine myometrial hypertrophy"), migraine ("migraine/headaches") and adnexa uteri pain ("pain: ovary area") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial thermal ablation and salpingectomy (bilateral),hysterectomy (partial)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, endometrial hyperplasia, cervicitis, uterine enlargement and adnexa uteri pain had resolved and the menorrhagia, vaginal haemorrhage, genital haemorrhage, abdominal pain, dysmenorrhoea, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, cervicitis, dysmenorrhoea, endometrial hyperplasia, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine enlargement, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 200 lbs. Plaintiff received treatment for pain, bleeding, mild chronic cervicitis, regenerating endometrium, uterine myometrial hypertrophy". Surgical pathology: mild chronic cervicitis. Regenerating endometrium, scant. Uterine myometrial hypertrophy (uterus gross weight 129 grams). Uterus serosal adhesions, focal. Bilateral fallopian tubes with mild chronic reactive changes. Bilateral intrauterine fallopian tube occlusion devices. No evidence of endometrial hyperplasia is identified. It was reported after hysterectomy symptoms resolved quickly. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Ultrasound pelvis - on (B)(6) 2009: borderline uterine enlargement. Heterogeneous appearance to the uterus is nonspecific but could reflect diffuse fibroid change. Probable endometrial cysts. Prominence of the periuterine vasculature, nonspecific. Small amount of fluid within the pelvis. Hyperechoic nodule right ovary. The appearance would favor probable benign etiology. This could reflect an involuting cyst.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, abdominal pain, dysmenorrhea, migraine and vaginal bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- outcome of the event pelvic pain and adnexa uteri pain were updated from unknown to recovered. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /chronic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes". The patient's medical history included obesity, unspecified, menometrorrhagia and tubal ligation. Plaintiff undergone essure confirmation test was unknown. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), endometrial hyperplasia ("regenerating endometrium"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), cervicitis ("mild chronic cervicitis"), uterine enlargement ("uterine myometrial hypertrophy"), migraine ("migraine/headaches") and adnexa uteri pain ("pain: ovary area") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial thermal ablation and salpingectomy (bilateral),hysterectomy (partial)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, endometrial hyperplasia, cervicitis, uterine enlargement and adnexa uteri pain had resolved and the menorrhagia, vaginal haemorrhage, genital haemorrhage, abdominal pain, dysmenorrhoea, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, cervicitis, dysmenorrhoea, endometrial hyperplasia, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine enlargement, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 200 lbs -plaintiff received treatment for pain, bleeding, mild chronic cervicitis, regenerating endometrium, uterine myometrial hypertrophy". Surgical pathology: mild chronic cervicitis. Regenerating endometrium, scant. Uterine myometrial hypertrophy (uterus gross weight 129 grams). Uterus serosal adhesions, focal. Bilateral fallopian tubes with mild chronic reactive changes. Bilateral intrauterine fallopian tube occlusion devices. No evidence of endometrial hyperplasia is identified. -it was reported after hysterectomy symptoms resolved quickly. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Ultrasound pelvis - on (B)(6) 2009: borderline uterine enlargement. Heterogeneous appearance to the uterus is nonspecific but could reflect diffuse fibroid change. Probable endometrial cysts. Prominence of the periuterine vasculature, nonspecific. Small amount of fluid within the pelvis. Hyperechoic nodule right ovary. The appearance would favor probable benign etiology. This could reflect an involuting cyst. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, abdominal pain, dysmenorrhea, migraine and vaginal bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc. Event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.